Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was not working. However on further inspection no performance issues were noted. It was also reported that the right ventricular (rv) lead exhibited increasing capture thresholds and sensing issues due to pull back. Sensing/threshold issues were also noted on the right atrial (ra) lead due to pull back. The ipg remains in use. The rv lead was revised. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.